Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remained implanted. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a patient with a 31mm mitral valve implanted two months, 18 days, underwent valve-in-valve procedure due to central aortic insufficiency from a hole in the valve. It was reported that it is not known what could have caused it. A 29mm valve was implanted inside the failing 31mm valve.

Manufacturer narrative:
UDI # (B)(4). The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received information that a patient with a 31mm mitral valve implanted two months, 18 days, underwent valve-in-valve procedure due to central aortic insufficiency from a hole in the valve. It was reported it is not known if it was from a scalpel or what could have caused it. A 29mm valve was implanted inside the failing 31mm valve. Immediate tee analysis was performed showing good function of the valve. There was one tiny area of perivalvular leak which was thought to be insignificant. Surgery was performed without complication. The patient was discharged home on pod #3 in normal sinus rhythm and with all wounds healing well.